Event description:
The device was removed due to "infection".

Manufacturer narrative:
Add'l info was obtained through means of physician/surgeons operative report (see sections b-5, b-6, b7, g-7). In received info, physician stated that this surgery occurred because pt had an "infected penile prosthesis pump." MFR received pump, two cylinders, reservoir, a portion of reservoir tubing, and two rear tip extenders. Because quality assurance's examination of returned components can not conclusively confirm nor disprove report of infection, qa accepts physician's observation of infection as reason for surgical intervention. Review of device lot history records by qa indicates this lot passed sterility testing prior to being released. Based on knowledge, qa concludes that device was sterile prior to device packaging being opened and that infection originated from source(s) other than device.